Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. During the investigation the pump operated as expected. Mmdg could not confirm the reported complaint. Based on this, no MDR was required to be filed.

Event description:
The initial reporter stated that the pump "had no outlet occlusion alarm". Mmdg followed up with the initial reporter, who stated that this had occurred during testing. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "had no outlet occlusion alarm". Mmdg followed up with the initial reporter, who stated that this had occurred during testing. (B)(4).